Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted during a periodic examination due to continuous ventricular arrhythmia and chest pain on (B)(6) 2023 that required defibrillation, cardioversion, and pharmacotherapy. The arrhythmia was not device related and was caused by the patient's underlying disease. The arrhythmia caused no clinical compromise and was resolved with implantable cardioverter defibrillator (ICD) activation. It was noted that the patient had a history of ICD activation in (B)(6) 2018 and had an ICD prior the pump implantation. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
H4 device manufacture date: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted during a periodic examination due to continuous ventricular arrhythmia that required cardioversion and pharmacotherapy. The arrhythmia was not device related and was caused by the patient's underlying disease. The patient was discharged on (B)(6) 2023.